Manufacturer narrative:
The (age at time of the event) was left blank as the actual age of the patient is unknown. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused during insertion of the arterial sheath of the neuroprotection system (nps). The physician decided to use an unplanned stent to cover the dissected area. The procedure was completed successfully.